Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a device check performed by the distributor, the autopulse lifeband fell out of the autopulse platform. The distributor reported that the distance between the black tabs on the platform that hold the lifeband in place is too wide. They tried different lifebands but the issue would not resolve. No patient involvement was reported. No further information was provided.